Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a company representative regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 the patient¿s sister reported that the patient had been in the hospital for 48 days and was now in a rehab facility. She wanted someone to come and adjust the patient¿s dose. Additional information was received on (B)(6) 2017 from a different friend/family member of the patient. The reporter was requesting physician listings for the patient as they wanted a physician to remove the pump as the pump was overdosing the patient. The patient had been overdosed by the pump two times and they wanted it removed. It was a sudden change in therapy/symptoms. After the first overdose ((B)(6) 2017), they wanted to have the pump taken out, but couldn't because the patient was too weak and in a coma. The pump was reduced to minimum rate on (B)(6) 2017 per the ICU (intensive care unit) doctor¿s request. The patient went to rehab after that and then home. The patient went back to the hospital for the second overdose on (B)(6) 2017. The patient was in the ICU and the pump was set at the lowest setting. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative that indicated the manufacturer representative saw the patient on (B)(6) 2017.